Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii 28mm 0 degree liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding revision due to poly wear involving a unknown securfit liner was reported. The event was not confirmed. -device evaluation and results: not performed as the device was not returned for identification or evaluation. -medical records received and evaluation: clinical consultant rejected for medical review as insufficient medical records were provided. -device history review: could not be performed as the device was not properly identified. -complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: catalog no., lot ID, return of reported devices, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's left hip was revised due to poly wear.

Event description:
Patient's left hip was revised due to poly wear.